Event description:
It was reported that during the procedure in the moderately calcified/tortuous distal circumflex artery for treatment of a 90% de novo stenosis, a balance middleweight elite guide wire was advanced via radial access. Advancement of the guide wire was smooth until the guide wire reached the proximal segment of the lesion. The physician was unable to torque the guide wire; therefore, an attempt was made to withdraw the guide wire. During removal of the guide wire, resistance was felt. The guide wire was ultimately withdrawn slowly from the anatomy. Outside of the anatomy, approximately 1cm of the guide wire tip was found to be stretched. The guide wire tip could no longer be shaped; therefore, the guide wire was exchanged for a non-abbott guide wire which was advanced successfully. Pre-dilatation was performed and a non-abbott stent was deployed, successfully completing the procedure. The physician stated that the non-coated area of the guide wire may have made it difficult to cross through the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.